Event description:
Neuronetics received an email from a tms provider indicating that a patient complained of worsening tinnitus.

Manufacturer narrative:
Patient was observed "holding ears" on 3rd or 4th treatment and complained of loud ringing in the ears. Patient was using hearing protection during treatments. Patient decided to stop treatment after 8th session. It is not known if the patient has sought attention from a medical specialist.